Event description:
A hospital in (B)(6) reported via a distributor that a quantity of 2 bc2425-20 neonatal oxygen therapy nasal cannula in their packaging were of different sizes. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The lot dates of the product as provided are 061028 and 080913 with corresponding manufacture dates of 10/28/2006 and 09/13/2008 respectively. The subject bc2425-20 nasal cannulas have only recently been returned to fisher & paykel healthcare for evaluation. Our investigation is currently ongoing. We will provide a follow-up report upon completion of our investigation.